Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient had several episodes of vomiting bright red blood with dark clots. Systemic heparin was withheld, and the patient was transfused with two units of red blood cells. It was also reported while on impella cp support, the patient experienced discoloration in the toes of the right leg on the impella side. The medical team wished to wean and explant the impella, but the patient was not hemodynamically stable. It was advised as the patient had a vascular ultrasound that showed open flow down to the foot, it was not urgent to explant the impella. The patient remained on impella support and was successfully weaned.